Event description:
At the initial activation of this pt's nucleus cochlear implant, it became apparent that the electrode array was placed outside of the cochlea. An x-ray confirmed the intracochlear placement. The device was explanted and successfully replaced in 2004.